Event description:
Procedure: right knee revision of bilateral patient. Original surgery was performed on (B)(6) 2011. Patient's right knee was revised on (B)(6) 2014. Reason for revision: synovitis and pain. Surgeon did not make any comments to indicate that reason for revision was due to fault or failure of our prosthesis. (B)(6) 2014 - added product codes and lot numbers not clear which products are for right knee.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: the complaint states a right knee revision of bilateral patient was performed. The doi: (B)(6) 2011. Dor: (B)(6) 2014. Reason for revision was due synovitis and pain. Surgeon did not make any comments to indicate that reason for revision was due to fault or failure of our prosthesis. No medical records were received to confirm this. A DHR of lot 3257106 did not identify any anomalies. A DHR could not be conducted of the other products as no lot numbers were provided. Complaints databases searched on product codes 129403050 identified similar complaints received previously. A complaint database could not be conducted on the other products as no product numbers were received. Without further information or return of products the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion. If further information is received the complaint shall be reopened and investigated further. No further actions are identified. Post market surveillance is per (B)(4). **addendum added 06 aug 2015** a complaints search identified previous complaints for pain under the product codes provided however a lot specific search did not identify any previous complaints. The above conclusion remains valid.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.